Event description:
It was reported that the implant at tooth site # unknown lost integration and it was removed.

Event description:
It was reported that the implant at tooth site # unknown lost integration and it was removed.